Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7120356, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7122239, UDI: (B)(4).

Event description:
It was reported that these spinal cord stimulation (scs) devices were explanted due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported. Additional information was received stating that these scs devices were electively explanted. The devices will not be returned for analysis. Postoperatively, the patient was doing fine.

Event description:
It was reported that these spinal cord stimulation (scs) devices were explanted due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7120356, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7122239, UDI: (B)(4).